Event description:
The patient contacted animas on (B)(6) 2013, reporting a hospitalization for blood glucose of 589 mg/dl. The patient indicated that blood glucose levels were elevated in the 500 mg/dl range up to over 600 mg/dl on tuesday, wednesday, and thursday of the week. The patient stated that the site, set, and cartridge were changed on monday. During troubleshooting, the pump alarm history was reviewed and found that the pump alarmed for a low cartridge on monday (B)(6) 2013 and a replace cartridge on tuesday (B)(6) 2013, at 7:21 am. The patient indicated not hearing the audible alarm or feeling the vibratory alarm during the event and was unaware that the cartridge was empty. The patient reported that the pump screen had indicated that 92 units were remaining. The patient's attending physician at the hospital spoke with animas during the call and indicated that they felt there was a pump issue and requested that the pump be replaced. This report is made based on the allegation that the patient was hospitalized associated with an alarm which the patient indicated was unable to be heard or felt.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on with the appropriate audible and vibratory sounds. A review of the pump history revealed that the last basal and the basal bolus delivery was recorded on (B)(4) 2013. A review of the black box history indicated data was overwritten on (B)(4) 2013. ¿reminders,¿ ¿warnings¿ and ¿alarm¿ sound settings were found to be set on ¿high¿. A ¿replace cartridge¿ alarm was recorded in the pump alarm history on (B)(4) 2013. The next ¿prime¿ was recorded on (B)(4) 2013. A ¿replace cartridge¿ alarm and a ¿low cartridge¿ warning were induced during testing; the pump gave the appropriate sound and displayed the correct message on the screen. A 10 unit audio bolus and 10 unit normal bolus was successfully performed on the pump and both accurately recorded in the pump history. 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The reported complaint was unable to be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.